Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on (B)(6), 2023. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Staff has been notified of the reported condition with the purpose of raising staff awareness. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they attempted the placement of the foley catheter and urine return was observed. The balloon was inflated. Patient complained of burning upon inflation. The catheter then came out despite inflating the balloon. The area around the balloon appeared ripped. This happened two times. After speaking to the primary rn, they believe that it may have been the patient's anatomy that caused the issue. They opened a third kit and inflated and deflated the balloon without any issue. However, they do not really know so still reported it.